Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the fourth postoperative day the patient developed hyperemia, anterior chamber cells, anterior chamber flare and fibrin. The patient was treated with antibiotics. An anterior chamber washout and a vitrectomy were performed the following day. The symptoms recovered after the surgical treatment. The surgeon's clinical judgment of the event was that the event was non-infectious.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmologist reported that a patient developed infectious endophthalmitis following an intraocular lens (iol) implant procedure requiring a vitrectomy. Additional information was received, indicating that the patients' problem is endophthalmitis and disconfirmed responsible bacteria. The patient was hospitalized for treatment. On the fifth postoperative day, inflammation was observed, intravitreal injection was performed. The follow day a vitrectomy was performed. A bacterium inspection was performed with a negative result.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for use with this cartridge. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. (B)(4).